Event description:
Related manufacturer reference number: 3006705815-2022-18034. It was reported that the patient experienced uncomfortable stimulation. X-rays showed that both the patients leads had migrated. Surgical intervention may be taken to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2022-18034. Additional information received indicates that surgical intervention was undertaken on (B)(6) 2022, where one lead was explanted and replaced, and the other lead was repositioned. Therapy restored post-op.